Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
They introduced the wire, after the stent, when they tried to open it didn't, not open, finally, they tried retirent a little bit the stylet but it was not possible to place the stent, they retired the evolution and they place another stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal placement the stent what endoscope type and channel size was used? Duodeno pentax what was the position of the elevator? N/a, open, closed open details of the wire guide used (diameter, type, make)?jagwire 35-450 was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Bile duct how long was the stent in the patient by the time this complaint occurred? Seconds. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? No. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day. In the same time using another stent. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? Not specific. Where was the stricture located in the body? Bile duct. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? N/a yes, no. Not questions related to during insertion into patient was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? No. If yes, at what point? Questions related to during stent placement did the product fail during stent deployment or recapture? During the deployment if other, please specify. Was the directional button pressed during use? Not. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No.

Event description:
Supplemental report is being submitted due to the completion of a lab evaluation on 09 may 2022: visual inspection: no defects observed. Functional inspection: handle actuated as intended , but unable to deploy the stent , safety wire removed with no issue . Handle opened and flexor observed to be broken/ separated , all other components intact.

Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Manufacturer narrative:
Device evaluation: the device evaluation of evo-10-11-6-b device took place on (B)(6) 2022. No visual defects were observed. The handle actuated as intended, but unable to deploy the stent. Safety wire removed with no issue. Handle opened and flexor observed to be broken/separated. All other components intact. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1855162 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1855162 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, IFU which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy and/or user technique. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the sheath tube been broken. The broken sheath tube may cause difficulties with retracting the outer catheter and therefore the stent would not deploy from the delivery system. Also it may be possible that the user did not fully engage the directional button for deployment, as per additional information provided the directional button was not pressed during use. Confirmation of complaint is confirmed based on visual and/or functional inspection. Summary of investigation according to the customer the stent did not deploy. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy and/or user technique. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the sheath tube been broken. The broken sheath tube may cause difficulties with retracting the outer catheter and therefore the stent would not deploy from the delivery system. Also it may be possible that the user did not fully engage the directional button for deployment, as per additional information provided the directional button was not pressed during use. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on (B)(6) 23 and an update to the investigation conclusions.